Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026, with hyperglycemia. The patient's blood glucose levels reached approximately 600 mg/dl while wearing the pod for an unspecified duration of use. The patient reported that they removed it prior to going to the hospital and noticed that the cannula appeared to have been dislodged from the skin. The patient also reported itching at the infusion site. The patient stated that they felt like they were going into diabetic ketoacidosis, however they stated that they were diagnosed with high glucose levels, and no ketones. Additional symptoms reported include dehydration. The patient was treated with intravenous fluids and insulin every hour. The patient was released on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.